Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experiencing muscle stimulation presented in the emergency room. Upon interrogation, the pulse generator exhibited backup vvi operation. A device software was downloaded successfully. The patient no longer experienced muscle stimulation.